Manufacturer narrative:
The infinity acs workstation cc consists of two parts. The ventilation unit and the independent displaying unit, the cockpit c500. As the exact date of the event is not clear, it was first concluded that only a cockpit restart took place. During deeper investigation this had to be revised on (B)(6) which changed the decision about reportability. A blanked out screen and stop of ventilation were seen within the logbook. The cockpit performed warmstarts due to an internal communication disturbance. In general ventilation is not affected by a cockpit restart. The user gets informed of this condition by an optical and acoustical alarm. As the restarts of the cockpit didn't solve the problem within a given time frame, the ventilator performed a system restart as specified for this condition. A warmstart of the ventilation unit lasts for about 8 seconds and is accompanied by the adequate alarms. After a successful warmstart ventilation goes on with the set parameters. Additionally hard switch offs with the rocker switch performed by the user were seen in the logbook.

Event description:
It was reported: "patient connected to ventilator on simv and no previous issues with ventilation. Sudden loud alarm heard. This was not an alarm I had heard before. Ventilator screen was blank and patient was not ventilating."